Event description:
Incident #1 of 2: on (B)(6) 2017: monopolar cord for the esu foot pedal was plugged into the bovine machine. The surgeon requested to increase the power from 30 to 40 because it didn't seem strong enough. The power was increased and a pop was heard and spark seen. The monopolar cord caught on fire with flame at the connection to the machine and the piece of severed cord that fell on the floor also had a small flame after the pop. No patient injury. Ref # mw5069373.